Event description:
It was reported that a spectrum pump did not detect air in line. The spectrum pump was set up to infuse levophed at 5mcg/min for low blood pressure. The patient's blood pressure increased quickly and the levophed was placed on standby. While the pump was in standby mode, the patient's blood pressure continued to increase to 150/87 with heart rate 132. The patient was given metoprolol through an unknown route of administration. After administration of metoprolol, the nurse attempted to obtain the patient's blood pressure and was allegedly unable to get a reading. At this time the levophed was reprogrammed and it was noted that the IV bag appeared to be empty, with air in the line and no alarm. A new IV bag of levophed was mixed and restarted at 20mcg/min, the pump appeared to be functioning well. Levophed was titrated as needed in response to blood pressure and heart rate changes. The patient's blood pressure and heart rate stabilized, but temporarily remained on an increased dose of levophed due to the administration of metoprolol.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was unable to confirm or reproduce the customers allegation of undetected air in the IV set. Air in line testing was performed during baxter's investigation and the pump was found to be performing as expected. The upstream air adc counts were found to be in specification and the pump detected all air administered in the IV line during testing. Additionally, the physical inspection of the ultrasonic sensor did not find any anomalies that would have compromised the air detection capability of the pump. Review of the device history log shows that at 0856 gmt the device was entered into standby mode for 60 minutes. The customer reported at 0955 gmt, the patient's blood pressure was increased and that the entire levophed container was empty; there was air in the IV set which the device did not alarm for; however the device was in standby mode and will not alarm for air in line unless the pump is delivering fluid. Manufacturer report no. 1314492-2015-03297, 1314492-2015-03298 and 1314492-2015-03299 are related to the same event.